Manufacturer narrative:
The t:slim x2 basal iq user guide states: do not start to use your system before consulting with your healthcare provider to determine which features are most appropriate for you. Only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action. Incorrect settings can result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump bolus calculation was inaccurate. Tandem technical support reviewed pump data and identified that the pump setting had been entered incorrectly. Customer had a carb ratio of 1u:70g on previous pump and 1u:7g on current pump which is why the bolus calculation was not what customer expected. Tandem technical support relayed this information to the customer. There was no reported adverse impact.